Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of embolism is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
No new information.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed previously stented saphenous vein graft with moderate calcification. The xience sierra stent delivery system (sds) was advanced, but could not cross the previously implanted stent, and during withdrawal, a small portion of restenosis was dislodged. A 3.5 x 33 mm xience sierra stent crossed without any issue and fully covered the lesion as well as the dislodged stenosis. There was no adverse patient sequela. No additional information was provided.